Event description:
Device 1 of 2 reference MFR report#: 1627487-2014-24284. The patient underwent surgical intervention to explant and replace her lead due to ineffective stimulation (MFR ref # 1627487-2014-12212). It was reported during the procedure, the physician was unable to implant 2 different leads due to the patient's scar tissue. The procedure was abandoned.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.